Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 42 year old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock was supported with an impella cp device placed via left femoral percutaneous arterial access on (B)(6) 2026 at 17:35. The pre support clinical state was consistent with scai shock stage e. The patient was also supported with ECMO during impella therapy. During support, a single laboratory value demonstrated a plasma free hemoglobin (pfhgb) of 77 mg/dl, indicative of hemolysis, which occurred after impella initiation and beyond the 24 hour support threshold. Urine was reported as clear. In response, the pump was repositioned. Based on the information provided, the reported hemolysis occurred during impella support in the presence of ECMO, which is identified as a contributing factor. Due to the absence of device malfunction evidence, lack of returned product, and limited laboratory data, a definitive causal relationship between the impella device and the reported hemolysis cannot be established. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem); d4(catalog, serial); d10(concomitant med products). B1: ticked to capture malfunction problem. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.